Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown and granuloma.

Event description:
Patient reported " "is this the correct email to be addressing issues relating to my allergan implants, which resulted in me having no choice but to get them removed ?" This is for the left side. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device.

Event description:
Patient reported left side rupture, inflammation/irritation, anxiety-product/procedure, capsular contracture baker grade unknown, lump/nodule, granuloma, and varied injuries (not device related). Device has been explanted and was not replaced.